Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. A definitive root cause cannot be established as the device was not returned for evalaution. The instructions for use carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility and/or upon completion of the investigation.

Event description:
The customer reported to olympus, the resection sheath, had a broken ceramic tip. The issue was found during a trans urethral resection of bladder tumour procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.